Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a guidewire or stylet became stuck in the attempted left ventricular (lv) lead. The lead was not used and there was no replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a guidewire tip stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with a guide wire tip obstructing the distal tip of the lead. No other part of the guide wire was returned. If information is provided in the future, a supplemental report will be issued.